Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported having no delivery alarms from the insulin pump. Troubleshooting found the device apparently working as designed. It was advised that the alarm was caused by a set or reservoir occlusion. The customer's blood glucose value was reported as 390 mg/dl. At the time of the alarms and 300 mg/dl. At the time of the phone call with the helpline. The customer was sent replacement sets. No further information was provided.